Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. (Sae info) data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - correction. H1 type of reportable event - correction. H2 correction/additional information. H3 device not returned to mfg - additional. H6 health effect - impact code - correction/additional. H6 health effect - clinical code - correction/additional. H6 codes: health effect - clinical code - e1014 gastrointestinal hemorrhage.

Event description:
It was reported that signal loss over one hour occurred. The patient stated she was hospitalized on the night of (B)(6) 2024 due to gastrointestinal bleeding which is not related to a dexcom device malfunction. However, she stated that at the hospital on (B)(6) 2024, her bg meter reading was 34 mg/dl while the cgm device was in signal loss because transmitter battery has already expired. The patient was not aware of the transmitter expiration and did not received any alarms or notifications. The patient was treated with d5lr (dextrose in lactated ringers injectable solution 5 percent, IV) while she was at the hospital. The patient was in the intensive care unit for 4 and a half days. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.